Event description:
Clinical study. It was reported that 1344 days post index procedure, the pt experienced a target vessel revascularization (tvr). Clinical assessment identified the pt's qualifying condition as unstable angina and the pt was referred for cardiac catheterization. The target lesion was located in the prox. Rca with 95% stenosis, a length of 22mm and a reference vessel diameter of 3.0mm, and was randomized into the study. The target lesion was treated with pre-dilatation and placement of a 3.0 x 24mm study stent with residual stenosis of 0%. The pt was discharged two days later on protocol doses of aspirin and plavix. One day 1344, the pt was admitted complaining of chest pain. Cardiac catheterization revealed lad "close to 90% stenosis", cx 65-70% stenosis, om 50-60% disease, rca 75-80% disease. Core lab report notes 40-64% stenosis (proj. 1) and 35-70% stenosis (proj. 2) of the target lesion. The pt was subsequently referred for bypass surgery. The next day, the pt underwent bypass surgery with lima to mid lad, and svg to the dist rca and 1st om. The pt also underwent transmyocardial laser revascularization of the anterior wall. The pt was discharged 3 days later. In the opinion of the physican, there is a definite relationship of tvr to the study stent. In the opinion of the physician, there is no relationship of tvr to the index procedure. Lastly, in the opinion of the physician, there is a probable relationship of tvr to a prior co-morbid condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.